Manufacturer narrative:
Ref: (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decline in patient's hearing performance was noticed by the guardians on (B)(6) 2014. A trauma is denied by the guardians. Problems of external devices could be excluded.